Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse stated the patient was extremely unstable not maintaining the temperature on the arctic sun device. Nurse witnessed cardiac arrest, status epilepticus and severe neurological disease. They believe that the inability to reach target temperature was patient related but want to verify if device was working properly. Flow rate was 3.4lpm, target temperature was 37c, water temperature was 39c, patient temperature was 34c on foley probe and 33c on another probe. Therapy running off foley probe 33c. Nurse swapped out secondary probe to rectal probe and both probes were correlating. 4 arctic gel pads were connected with no exposed abdomen. Bair huggers applied and on maximum. Trend indicator showed 2 bars trending downward. Water temperature continuing to increase. Mss advised discussing turning up vent warmer with physician and respiratory. The device was functioning properly and discussed additional interventions with team.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. The device was found to heat to 42 degrees celsius and remain stable at 28 degrees celsius with a flow of 1. L/m with -7.0 psi in bypass mode. No related repairs were made as the reported issue could not be reproduced. The device was failing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature). The device underwent pm servicing while in for repair. Mixing pump was serviced. Serviced the circulation pump. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold, coin cell was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The DHR is not required as this is not an out-of-box failure. Based on the results of this investigation, no additional actions are required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d,e,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that nurse stated the patient was extremely unstable not maintaining the temperature on the arctic sun device. Nurse witnessed cardiac arrest, status epilepticus and severe neurological disease. They believe that the inability to reach target temperature was patient related but want to verify if device was working properly. Flow rate was 3.4lpm, target temperature was 37c, water temperature was 39c, patient temperature was 34c on foley probe and 33c on another probe. Therapy running off foley probe 33c. Nurse swapped out secondary probe to rectal probe and both probes were correlating. 4 arctic gel pads were connected with no exposed abdomen. Bair huggers applied and on maximum. Trend indicator showed 2 bars trending downward. Water temperature continuing to increase. Mss advised discussing turning up vent warmer with physician and respiratory. The device was functioning properly and discussed additional interventions with team. Based on the additional information received from wo on 11oct2022, the device was failing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature) and not cooling. A check of the diagnostics showed a failed mixing pump.